Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an ez-io insertion was attempted in a cardiac arrest patient and the driver did not have enough power to insert the needle. The battery indicator light is flashing red.